Manufacturer narrative:
The returned valve was patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve met the requirements for siphon, reflux, pressure-flow, preimplantation and leak testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. According to the report, the device was found to be blocked after surgery. The report stated that the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.